Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during reprogramming, the patient programmer was used to turn therapy back on due to the patient's scs ipg randomly powering off on three different occasions. Reportedly, diagnostics and x-ray imaging revealed no device anomalies. However, follow-up revealed the issue still persists. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced which resolved the issue.